Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 525mg/dl and also insulin pump alarmed for battery out limit. Customer states that alarm did not occur with first battery installation after customer received pump in shipping mode. Advised customer to revert to backup plan and treat per hcp's instructions. Customer performed self test and it passed. Customer also states that after replacing new battery they had multiple battery error alarms. Insulin pump will not be return for analysis but need to be replaced.